Manufacturer narrative:
(B) (4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during the procedure, air leakage occurred. The reporter confirmed the sealed part was torn, and they were not sure if any pieces fell into the cavity. Used other device. No bleeding. No tissue damaged. Not extended more than 30 minutes. No pt info available. No pt injury was reported.